Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The evaluation of the returned device confirmed deposition within the pump. A small, white, tissue-like deposition was present in the outlet stator adjacent to the outlet bearing ball of the pump. The deposition lacked lamination and was not adhered to the outlet bearing ball or stator blades. Although its specific origin could not be determined, it did not appear to have originated in this location. The deposition lacked denaturing and no contact marks were noted on the outlet portion of the rotor, indicating that the deposition was likely not present in this location for an extended period of time. The deposition could have potentially contributed to intermittent power elevations if it passed through the pump¿s blood flow path during pump operation. Examination of the remaining blood-contacting surfaces revealed no deposition or thrombus formation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Review of the submitted system controller log file revealed a slight elevation in pump power on (B)(6) 2016 up to approximately 7.3-9 watts, with some intermittent elevations up to 9.2-9.5 watts. Pump flows also increased to about 8.1-10.7 lpm from about 5.1-7.2 lpm. A direct correlation between the observed deposition, elevated ldh, and sustained power elevations could not be conclusively determined. Thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to suspected pump thrombosis. The patient reportedly had multiple re-admissions due to suspected pump thrombus. During admission on (B)(6) 2016, a ramp echocardiogram (echo) revealed a severely depressed left ventricle ejection fraction (lvef) with moderate left ventricle enlargement. The patient was re-admitted on (B)(6) 2016 with elevated pump powers and estimated flow values. The patient's lactate dehydrogenase (ldh) level was 807 u/l and inr was 2.8. Coumadin and aspirin at 325 mg daily were prescribed in order to maintain an inr between 2.5 and 3.5. The patient was placed on a continuous IV heparin with a partial thromboplastin time (ptt) goal of 80-100 seconds. The patient continued taking antihypertensive medications in order to maintain a mean arterial pressure (map) goal of approximately 70 mmhg. On (B)(6) 2016, the patient underwent a pump exchange. On (B)(6) 2016, continued high pump powers and estimated flow values were observed and the system controller was exchanged. On (B)(6) 2016, it was reported that the patient's ldh was in the 200's u/l. The pump powers had been within the high 6-7 watts range, with occasional increases to 10 watts. Persantine was added to the anticoagulation regimen of coumadin and aspirin. As of (B)(6) 2016, the patient remained inpatient and on the stepdown floor post pump exchange. The plan going forward was to continue on the current course.